Event description:
Ous MDR - during dft testing at implantation, shock lead impedance was 40 ohm. Three months later the shock lead impedance was observed > 150 ohm via home monitoring. A device check was scheduled for the patient and no problem was observed in the impedance with single coil setting. Therefore, svc coil fracture was suspected. During the dft test with rv-to-can setting, the vf did not stop with 28j, but stopped at 40j. (B)(6) 2012, the lead was explanted and replaced with a competitor's lead. There were no adverse patient effects reported.

Manufacturer narrative:
Ous MDR.